Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500 mg/dl. Customer indicated that the springs of the serter are not firing correctly and the adhesive sticks to the side of the serter. Customer indicated that their high blood glucose may have happened due to these 2 issues. Customer was advised on proper insertion and adhesion technique. High blood glucose troubleshooting was declined by customer. No further details given.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer was supposed to return two insterters but she lost one. Advised to return the one she has.